Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-may-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her implant wasn¿t charging and she kept getting no device found so she was now in pain. The patient noted she was previously able to charge her implant a few days ago, but she had tried for over an hour and was unable to charge the night before. The patient mentioned her implant had been acting funny since she had been in a car accident on (B)(6) 2019. The patient¿s managing physician had checked the implant after the accident and stated all the leads were still in place but one lead had dropped a little lower but was still okay. Troubleshooting had the patient go through passive recharge mode and the patient saw her implant was 90% charged and she had excellent recharge quality. Troubleshooting resolved the charging issue. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were working with hcp to for acute pain from car accident and had stimulator adjusted. Patient keeping eye on stimulator after lead moved.